Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers were not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed one controller power up event associated with (B)(6) logged on (B)(6) 2021 at 15:55:12. The data point prior to the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded after the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 19 minutes and 18 seconds. Additionally, review of the available autologs report revealed one (1) controller power up event associated with (B)(6) logged on (B)(6) 2021 at 16:38:43. The data point recorded after the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 35 minutes and 34 seconds. As a result, the reported event was confirmed. A possible root cause of the reported losses of power can be attributed, but not limited to a disconnection of both pow ER sources, an intermittent disconnection on one or both power sources, and/or controller exchanges. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿vad d4: model #: 1103/ catalog #: 1103/ expiration date: 31-oct-2020/ serial (B)(6) d9: no h3: no h4: mfg date: 04-oct-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a pump stop occurred and the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and two (2) controllers ((B)(6), (B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Raw log files were not available for analysis. Review of the available autologs report revealed one (1) vad disconnect logged on (B)(6) 2021 at 15:35:52. Review of the available autologs report also revealed a controller power up event associated with (B)(6) event logged on (B)(6) 2021 at 15:55:12. The data point prior to the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded after the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 19 minutes and 18 seconds. Additionally, review of the available autologs report revealed a controller power up event associated with (B)(6) logged on (B)(6) 2021 at 16:38:43. The data point recorded after the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 35 minutes and 34 seconds. As a result, the reported losses of power were confirmed; however, the reported vad stop could not be confirmed. Based on the available information, the most likely root cause of the reported controller power up events can be attributed to the reported controller exchange. A possible root cause of the vad disconnect alarm can be attributed, but not limited, to a physical disconnection of the driveline from the controller, likely during the reported controller exchange and/or troubleshooting. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation (2021 reports): no, device mfg date: 23-nov-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after logfile review, it was indicated that the controllers exhibited loss of power. The controllers remains in use. No patient complications have been reported as a result of this event.